Event description:
New information notes that programming changes were made by device clinic on (B)(6) 2018. It was noted that no therapy was provided. Patient condition was stable. Device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into a slow vt that was diagnosed as bigeminy. No patient symptoms were reported. Programming changes were suggested. No further information provided.